Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was evaluated by the customer and the system board needs to be replaced to address the issue.

Manufacturer narrative:
In the previous follow-up report (MDR 2518422-2022-84283-1), sections h6, h10 were incorrectly captured, it has been corrected in this report to reflect the correct information. The manufacturer previously reported an allegation a ventilator failed a test step during testing. The device was not in patient use. The ventilator was evaluated by the customer and the system board needs to be replaced to address the issue. The device was returned to the manufacturer's service center for further evaluation. The manufacturer unable to confirm the complaint of the trilogy evo system pca. The visual inspection found no defects and ran the device in and no unexpected errors were generated, performed post testing of the device on the trilogy evo multifunction test station and the device passed all relevant test steps and concludes component operates properly.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation a ventilator failed a test step during testing. The device was not in patient use. The ventilator was evaluated by the customer and the system board needs to be replaced to address the issue. The device was returned to the manufacturer's service center for further evaluation. The evidence unable to confirm the complaint of the trilogy evo system pca. Visual inspection found no defects and ran the device in and no unexpected errors were generated, performed post testing of the device on the trilogy evo multifunction test station and the device passed all relevant test steps and concludes component operates properly. There were no errors found.